Event description:
It was reported that pump displayed malfunction alarm malf 9 with no notable events occurred before the issue. There was no reported adverse impact to the customer's blood glucose level. Technical support guided customer through resetting pump using provided reset information, confirmed malfunction did not recur after reset, and advised customer to continue using pump and call back if any malfunction code appeared again, which customer acknowledged and understood.